Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized and admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 513 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4 hours later on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.